Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a cardiac perforation and presented to the hospital for a lead revision procedure. During the procedure, the physician opened the chest cavity, cleaned out the blood around the heart and pleural cavity area, and placed drainage tubes to help the blood drain. It was then discovered that the right ventricular lead had poked through the heart. The lead was re-positioned successfully and remained implanted. The patient was reported to be in stable condition following the procedure.